Manufacturer narrative:
Investigation summary: it was reported there was dirt on the tip of the syringe. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe catheter where the syringe tip has what appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303553, lot number 1237689. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escape of the embedded degraded resin defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that dirt was found on the tip of the bd¿ catheter tip syringe before use. The following information was provided by the initial reporter, translated from portuguese: "on (B)(6) 2022, before the start of a procedure, the nurses at the surgical center found dirt on the syringe nozzle".